Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has not received the stapler instrument or reload involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. An isi failure analysis engineer (fae) attempted to review the system logs for the reported event. However, per the fae, the system logs are currently not available for review. An isi clinical development engineer (cde) reviewed two videos provided by the customer for this event and noted the following: the first video shows a partial fire occurring when the surgeon attempted to perform the final fire of the staple line. It could not be determined why the partial fire occurred, but in general this behavior occurs when the stapler/system detects that the fire force exceeds the allowable force limits. The second video showed two consecutive initialization failures as attempts to install the stapler occur. It could not be determined why these initialization failures occurred. No image for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, a stapling misfire occurred stapler misfire when the surgeon attempted to fire a green sureform 45 reload with a sureform 45 stapler instrument. When the stapling issue occurred, the surgeon encountered a "exposed blade" error. In order to resolve the issue, the surgeon used a second stapler instrument and removed more lung tissue than anticipated. At this time, the cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the surgeon experienced a stapler misfire involving a sureform 45 stapler instrument and green sureform 45 reload. During the reported event, the surgeon encountered an exposed blade message. The surgeon stated that the issue occurred while using the stapler instrument on the fissure of the lung. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regrading the reported event: while compressing the stapler instrument, there was a pause and then a "blade exposed" message appeared. Per the surgeon, he uses green stapler reloads for all lung fissures. The issue occurred two hours after the stapler instrument was in use. The surgeon did not encounter any obstructions between the instrument jaws during the procedure. To resolve the issue, the surgeon confirmed that he used a second stapler instrument and ended up removing more lung tissue than anticipated.